Event description:
During an arthroscopic procedure, the physician was reportedly utilizing a microblator 30 icw. Intra-operative, the physician noticed the tip of the wand had fractured. The procedure was completed with a shaver. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt's age, gender and weight were requested but not received.